Event description:
During intra_operating activity in the operating room, a blaze occurred on the interconect connector cable.

Manufacturer narrative:
The ge service rep turned off the main breaker to remove the power from the system.